Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed that the display was dim, faded and discolored. Evaluation also revealed a cracked battery compartment. Unrelated to these issues, the audio bolus button cover was found to be missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded and discolored. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.